Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved neutral electrode was not available for an examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved unit. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. The unit's chronological log revealed that during the procedure, the esu was activated at high settings. In addition, the activations were comparatively long, with more than 10 activations lasting longer than 10 seconds (note: one activation was 29 seconds.). The activations thus partially violated the prescribed relative activation time of 25%. Per the event description, equipment check, and the evaluation of the log; it appears that the current/heat was not sufficiently dispersed by the neutral electrode which resulted in the thermally induced burn/necrosis under the patient pad. There are warnings in the esu's user manual as well as the neutral electrode's notes on use that address the risk of pad burns in warnings and provide mitigation measures to minimize the possibility of burns. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a hip replacement surgery (note: the surgery was discontinued due to heavy bleeding.). The esu was used with an erbe nessy omega neutral electrode (ne, part number 20193-082, lot number information not provided. The ne is also referred to as a return electrode, patient pad, dispersive electrode, patient plate, etc.). No information was provided regarding any of the other accessories used in the operation. The return electrode was placed on the patient's right upper arm. After the procedure, a second-degree burn (reddening with blister) was found underneath the patient pad in the shape of the ne's equipotential ring (note: the skin lesion was more visible at the edge closest to the surgical field.). The lesion was approximately 12 cm² in size. Wound care was performed to treat the necrosis.